Manufacturer narrative:
(B)(4). The vyaire factory service dept. Received the suspect component and performed an investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
The customer reported the calibration for the uim on the avea ventilator is off. When they recalibrate the screen it keeps going out of calibration and the uim is getting dim. The customer advised there was no patient involvement.